Event description:
It was reported that a health care provider (hcp) was refilling a pump and the pump was reportedly empty and stated it had delivered 44.3ml. The patient was having no therapy issues as of the report date. No further information was provided as the device manufacturer representative had limited information. The device system was used to deliver baclofen. It was later reported that it appeared someone with a programmer who did not normally manage the patient did an increase and did not inform the managing hcp. The patient experienced ¿some increased tone and alarm beeping¿. The reporter was unsure what kind of alarm occurred. It was reported volume discrepancy was noted. The patient was reportedly fine now. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).